Event description:
Inbound. Pt states cadd legacy pump alarming no disposable clamp tubing, unable to resolve so switched td backup pump and immediately began beeping with no disposable in stop mode, switched to new cassette. Replacement sent. Cassette lot number not provided. No further details provided.